Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 490mg/dl. The mother stated that the doctor in charge tried to upload the insulin pump to carelink ipro and there were no readings on the reports. Troubleshooting was performed. The alarm history revealed low reservoir alarms. The mother stated that the customer changes the infusion set every three to four days. Advised the mother to change the infusion set every two to three days. The programming, basal, and bolus history on the insulin pump were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.